Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery failed alarm and insulin pump had a blank display. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer was advised to discontinue from the pump at the quick release. Customer declined blank display and failed battery troubleshooting. The insulin pump will not be returned for analysis.